Event description:
Farrell bag tubing was leaking where the tubing meets the orange hub. Some of the tube feeding had leaked onto the bed (<5ml). Tubing changed.the nicu has five tubings that have leaked all at the connector site ("orange christmas tree"). All five will be returned to the manufacturer. Packaging is intact and no visual defects seen prior to leaking.======================manufacturer response for farrell valve enteral gastric pressure relief system, (brand not provided) (per site reporter).======================they have asked I return the used bags for investigation.